Event description:
The following has been reported: an unknown admin set issue one (01) sample of ivenix administration set was returned for evaluation. The following evaluation steps were performed: 1) visual inspection, 2) installed the admin set on ivenix infusion system machine and ran the primary bolus prime and secondary prime, 3) microscopic examination, 4) underwater leak test, 5) dye test. No defects were observed on the returned sample during the visual inspection. Primary line infusion did not pass successfully and was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag. Alarm "tubing set problem" was triggered multiple times in the ivenix lvp display. A microscopic inspection was performed on the admin set, revealing a weak seal in the primary valve due to the diaphragm being poorly positioned and displaced upwards. An underwater leak test confirmed the leak in the admin set, as bubbles were observed coming out of it. A dye test was performed on the admin set, and it was determined that the leak was coming from the primary valve and the left side of the diaphragm. The customer complaint is confirmed by the observed leak. The potential root cause of the leak in the cassette could be related to a misplaced diaphragm which resulted in a weak seal of the cassette and therefore the reported tubing set problem alarm when the diaphragm was actuated by the valve pins in the pump. The current process controls detection includes 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 3) 100% visual inspection during the manufacturing process and final physical inspections. An internal investigation was initiated and the following corrective actions were identified 1) rotary plate adjustment to avoid misplacement during transportation, 2) updated wi to include diaphragm position inspection prior to pump side sealing process, 3) pressure change from 18 to 22.5 psi at inline leak tester stations. A batch record review of batch fa24j21253 was performed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing. Reporting as a conservative measure. No adverse effects were reported.